Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an open hysterectomy procedure, the blade was broken off outside the patient during use. The broken piece was retrieved and no pieces fell into the patient. Another device was used to complete the case.